Manufacturer narrative:
A ge service representative performed an onsite investigation. The video control board was found to be defective and required a replacement due to unavailability of this part the customer was advised to install cpu upgrade kit. The customer was provided with the quote for repair. The customer decided to call back later. The system was returned to the customer.

Event description:
The customer reported the fluoroscopic image was degraded effectively eliminating the ability to view a usable image. No pt death or serious injury was reported related to this event.